Manufacturer narrative:
Date sent to FDA: 6/4/2020. Patient code: 2240, 3189 - surgical intervention. Corrected information: MFR site. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2016 and mesh was removed. It was reported that the patient experienced abdominal distension, pain and adhesion. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was added.